Event description:
It was reported that the pump battery could not be charged. Customer reverted to an alternate form of insulin therapy. The customer reverted to an alternate method of insulin therapy. It was also reported that the pump battery was depleting quickly. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified, but the battery not holding issue could not be verified.